Manufacturer narrative:
G2: country of event is canada. H3: product analysis of part #: 7967085 lot# visual and optical examination identified that the set screw is missing. The instrument cannot function as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lateral interbody fusion (olif) spinal therapy. It was reported that during an intra-operative l4/5 olif procedure, the screw button on the handle of the inserter fell off and was lost. There were no patient symptoms, complications, treatments, or additional surgeries were reported as a result of this event. .